Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, both the right ventricular (rv) and atrial leads demonstrated elevated capture thresholds. The atrial lead was subsequently explanted and replaced, and the rv lead was repositioned during the same procedure. The patient remained stable throughout the procedure.